Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Service repair device evaluation noted that the reported issue of abnormal flow rate was not confirmed. The investigation is ongoing; therefore. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported on behalf of the customer, that the high flow insufflation unit experienced an abnormal flow rate. The flow rate keeps going up and cannot stop. There was no patient involvement associated with the event.

Manufacturer narrative:
As a result of formal investigation, for overpressure-related adverse events when using uhi-4, it was decided to conduct a class 1 recall of uhi-4. H7 added information. H9 added information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
From the results of device evaluation, the following was noted: - the event as described could be confirmed, but could not be reproduced. - after the device was returned to the olympus loan center, co2 was connected to the uhi-4 and the gas vent was blocked. In the step to confirm that air feeding stops when the measured pressure reaches the set pressure, an event was confirmed in which air feeding did not stop normally even when the measured pressure reached the set value (there were no abnormalities in pressure, flow rate, or volume flow rate). A further cause of the suggested condition remains unknown from the data collected in this evaluation, however. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.